Event description:
Customer reported that she was changing the reservoir and when she tried to pull the plunger out, the whole bottom of reservoir starts coming out. Customer stated that the issue has happened in the past. Customer stated that when the reservoir is not filled, the plunger is able to twist off with ease but after filling it with insulin it is hard to remove. When she tries to remove the plunger with reservoir filled, the reservoir starts filling with air and then the whole bottom of the plunger begins to come out. Customer stated that the issue is recurring with reservoirs from the same lot. Blood glucose value is 149 mg/dl. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.